Event description:
It was reported the physician implanted a 35mm gore helex septal occluder to close an atrial septal defect. The defect measure 16-18mm with balloon sizing. Post implant a portion of the left disc had shifted, allowing a small shunt. A few days later the device was removed in a transcatheter procedure. Another septal occluder was implanted and the pt was doing well.

Manufacturer narrative:
The explanted device and images have not been returned for examination. The review of the mfg records verified that this lot met all pre-release specifications.